Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-jun-2018 with the following findings: during investigation, the up arrow, down arrow, ok, and contrast buttons were unresponsive. The keypad was removed to find no damage to the button contacts or the keypad flex cable. The pump was opened to find moisture corrosion on the keypad connector, printed circuit board, and motor assembly. No moisture was found in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the keypad buttons were under-responsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or an inability to use the pump at all. There was no serious injury associated with this complaint.